Event description:
It was reported that an empty cartridge alarm occurred while the cartridge was not empty. It was also reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, the insulin gauge was inaccurate and a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. A new cartridge was loaded to resolve the issues. Customer¿s blood glucose level was 211 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.